Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited no capture after dislodging. The lead was explanted and replaced. The patient was fine after surgery.